Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed failed error code 4222. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. As a result, the downstream occlusion seal was replaced. The device and software were updated for better operation and to avoid future errors. The service history review had no indication that the complaint was related to a service of the device within the review period.